Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was hospitalized for the event of peritonitis. On an unreported date, the patient was treated with injection (inj.) Amikacin (100 mg, frequency and route not reported), inj. Vancomycin (50 mg, frequency and route not reported) and inj. Heparin (1000 international units, frequency and route not reported) for peritonitis. The outcome of the peritonitis event is unknown. Action taken with dianeal 1.5% ultrabag was not reported. Dianeal 2.5% ultrabag therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter.  The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).